Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/2/77 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. Status of the eye is reported as "resolved." Cause of the event is user error. Reportedly, "lens too long."